Manufacturer narrative:
The display was blank due to corrosion inside the battery tube.

Event description:
It was reported that the insulin pump alarmed. Afterwards, the display went blank. Troubleshooting was performed, but the insulin pump could not be restored to normal operations. Nothing further was reported.